Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer's blood glucose level. Reportedly, there was an o-ring from the previous cartridge on the pneumatic tap. The customer declined to provide further information.